Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Implants are being reported as a death at this time. The source of the information is litigation. There is limited information regarding the patient's death at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Patient alleges injury, ultimate death, physical and mental anguish. Date of death: (B)(6) 2019. Doi: (B)(6) 2010, dor: none reported, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.